Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was elevated. During system check with tandem technical support, the source of the occlusion was found to be at the cartridge level. In addition, the cartridge was observed to be cracked. Customer indicated that cartridge would be changed.

Manufacturer narrative:
On (B)(6) 2014 follow up: the customer indicated that blood glucose level remained elevated. However, system check indicated that the pump was performing as intended. Customer reverted to manual insulin injections and was referred to a health care provider for adjustment of pump settings. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.